Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Pump passed all operating currents tested within the spec range and passed off no power test. The bolus wizard functioning properly. The insulin pump passed the delivery accuracy test. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the bolus was not calculating correctly. The customer had a blood glucose level of 250 mg/dl and when she went to program it, she got no correction. Troubleshooting was performed. The customer stated the parameters were entered correctly. The correction bolus was incorrect. They checked the blood glucose in bolus history. The blood glucose value was entered correctly. The carbohydrate values were entered correctly. The bolus estimate was not adjusted. It was noted that the insulin pump did not make correct calculations based on the information entered. The device will be returned for analysis.